Event description:
During ICD replacement due to normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were present. Patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an external insulation abrasion at 50.6-52.3 cm from the connector pin. This abrasion is consistent with that produced by friction with another device. The re cables were visible but the coating was not breached. The electrical analysis of the lead revealed normal characteristics.